Event description:
It was reported that bd q-syte¿ luer access split-septum had a valve dysfunction. This was discovered after use. The following information was provided by the initial reporter: valve dysfunction.

Manufacturer narrative:
Investigation summary: received a q-syte assembly connected to an extension set with no packaging information. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the q-syte assembly was severely occluded with patient residue (blood) (the unit was flushed with bleach/water solution). A small tear was observed on the slit of the septum top disk. Tears were observed on the slit of the bottom septum disk (dissected after leak test). No damage was found on the column wall (dissected after observation and leak test). Water-leak test: the unit was tested by connecting the male luer end of the q-syte to the water-leak fixture. The unit was tested on both the actuated and the unactuated positions. No leakage was observed on any of the components of the unit on either of the positions. Conclusion(s): root cause not determined ¿ a definite source that caused the damage (tears) on the top and bottom slits could not be determined, this damage is normally attributed to incorrect usage or excessive actuation. Since the customer failed to explain what the detailed failure was a root cause was not determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum had a valve dysfunction. This was discovered after use. The following information was provided by the initial reporter: valve dysfunction.